Event description:
Healthcare professional reported through company representative "recurrent accumulation of fluid in the breast area" and "significant impact on quality of life". Later healthcare professional reported "grade ii capsular contracture", "silicone granulomas", "multiple and significant effusions" and "periprosthetic fluid" this record is for the left side. The device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: granuloma, other-medical.